Event description:
It was reported that patients trial leads had migrated which was confirmed by the physician. The patient was experiencing nausea and vomiting during the trial period which was believed to have caused the migration. The patient underwent a lead pull procedure which showed that one of the leads had fracture. The explanted devices will not be returned.

Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-linear leads. Upn: m365sc231650e0. Model: sc-2316-50e. Serial: (B)(6). Batch: 7232052.